Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The drill guide tubes have score marks inside. The device was manufactured in 2015 and shows signs of extensive wear / usage. The functional evaluation confirmed the stated failure mode. The 1.8mm drill guide attachment will not accept a mating part as intended. The inside diameter of the attachment is damaged from repeated use. The medical investigation concluded that, per communications, the drill would not go through the drill guide. According to the report, the surgeon changed to a different technique complete the procedure. There was no reported delay in the procedure. Per the product evaluation, this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. Based on the information provided, no further impact to the patient is anticipated. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the drill does not go through drill guide. Procedure was completed with a different technique. No delay reported.